Event description:
Per complaint (B)(4), during clinical procedure, dropped from the implant driver.

Manufacturer narrative:
Explant date was not provided. If the requested information becomes available, a supplementary report will be submitted. Implant date is not applicable since the product was never placed. Device evaluation results are not available. If the analysis is complete, a supplemental report will be submitted.